Event description:
After inserting a PICC, a "pop" was heard. The nurse noticed the hub had separated from the catheter. She retrieved the catheter and removed the device. Other devices in operation at the time include the model 7200 ventilator, IV pump, cardiac monitor and a bio therapy mattress.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.